Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of precedex. No specific programming parameters were provided. After an unspecified length of time, it was reported the patient went into cardiac arrest and after an unspecified length of time the patient expired. No specific event details were provided. The customer contact reported there was an operator error in programming the device. It was reported the nurse accidentally programmed the device to deliver the precedex in a reported bolus delivery instead of an expected maintenance delivery. No specific programming parameters were provided. Multiple unsuccessful attempts have been made to obtain additional information including, date of death and the cause of death.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.